Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optician reported that the laser stopped working after eyetracker was deliberately turned off. Treatment was interrupted. Treatment was successfully completed with active eyetracker. No patient impact was noted. Upon follow up, the patient sees better with the eye which was affected by the interruption than the other eye which was lasered without interruptions. The patient sees well with both eyes. The customer reported to a company representative that the visual acuity on the eye where the treatment was discontinued was (B)(6) and the patient was very satisfied.

Manufacturer narrative:
Additional information provided. At the visit on site, the field service engineer (fse) verified the system successfully according company specifications. The device was working as intended. Logfile review showed that the treatment was successfully completed. The root cause why the surgeon had to restart the treatment is unknown. The root cause for the reported event could not be identified conclusively. However, a product malfunction can be excluded. The manufacturer internal reference number is: (B)(4).